Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a mastectomy procedure, the device stopped functioning and error code 5 appeared. After that, the scrub nurse placed the device at the instrument tray, hence half the knife blade fell off without her even touching the blade. No damage to pt. The procedure was completed with a new device.